Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified concentration of dalacin. The soluset was attached to the proximal y-site of an unspecified primary tubing set. The slide clamp between the solution container and the soluset was closed and the air filter slide clamp was opened. After an unspecified length of time in use, the nurse noted an air bubble that was reportedly "more than one foot in size," in the tubing distal to the soluset. The customer contact indicated that fluid was reportedly noted in the drip chamber of the soluset. It was reported that no air reached the pt. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.